Event description:
It was reported that when using the bd pyxis¿ medbank tower, user took 10 min for me to open in mql the database security page for pharmerica. Other pages seem to be open as quick as usual. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 11-sep-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in the incident, it was determined that the delay was experienced while accessing the medbank q-link database security page. A technical support specialist (tss) confirmed that the issue was resolved with the 1.8.3 hotfix release. The system functioned as intended after technical support specialist troubleshot the device.